Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported the healthcare staff trying to perform an MRI had no experience with the implantable equipment and thus wouldn¿t do an MRI even after the patient turned the implants off. A CT scan was performed which provided enough information on the patient¿s health.

Event description:
Information was received from a consumer who reported they never used the external equipment, but kept it charged. The patient needed to turn therapy off as they had a possible tia and they wanted to do imaging for a possible stroke, but when they tried to connect, they couldn¿t connect to either side the day prior. During the call they excited the recharger app, dismissed the 804 service code, restarted the handset and turned wi-fi off. After several attempts to set up links, they were able to successfully activate MRI mode for the right sided stimulator. The patient felt a momentary shock on the right side, but it stopped after a few seconds, which they normally felt when the doctor did programming when they were in office. After restarting the other handset and turning wi-fi off for the left side equipment they were successfully to turn therapy off for the left sided stimulator.

Manufacturer narrative:
Section d10 references: product ID 37603 lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: product type implantable neurost imulator product ID tm91d0 lot# serial# (B)(6), implanted: explanted: product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.